Event description:
It was reported that the patient presented to the emergency room after experiencing syncopal episodes. The patient was admitted to the hospital and monitored until the device could be interrogated the next day. Upon interrogation, episodes of auto-mode switch were observed. These episodes showed inhibition of pacing due to low amplitude consistent signal. The device was reprogrammed. The patient was stable before during and after the device interrogation. Subsequently, the device was explanted and replaced. No further information available.

Manufacturer narrative:
Correction: description of event for new information needed. Was not included in new information supplemental report.

Event description:
New information noted the patient experienced a few fainting episodes due to dizziness which caused the patient to fall. During an occurrence of these episodes, the patient fell and hit their head which resulted in bleeding. The patient alleged blurred vision after the head injury.